Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and found both drape clip missing. A foot switch was returned. A functional evaluation was performed on the returned device and found no issues. The device passed all functional tests including the weight test. There did not appear to be any sign of electrical shorting or corrosion damage within the enclosures of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, something was burning on the spider limb positioner. There was a back-up device available and no surgical delay was reported. No patient involvement was reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).